Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented during clinical follow-up. The high voltage pacing system was explanted due to positive blood cultures. The patient was in stable condition.